Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of d-sine identification is reportedly unknown, the date of event has been estimated as the date of reintervention: (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. The gore® excluder® aaa endoprosthesis IFU states that the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore® excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurysmal exclusion is desired.

Event description:
On (B)(6) 2015 the patient underwent endovascular treatment of an acute type b thoracic aortic dissection with malperfusion using two conformable gore® tag® thoracic endoprostheses (ctag) and a gore® excluder® aaa aortic extender component via transapical approach. The aortic extender component was implanted most distally. The patient tolerated the procedure. On an unknown date, a follow-up exam identified a distal stent graft-induced new entry (d-sine). The physician reported that the cause of the d-sine was unknown, but may have been related to the ctag device being implanted upside down due to the transapical approach. On (B)(6) 2020 a reintervention was performed whereby a gore® tag® conformable thoracic stent graft with active control system was implanted distally. The patient tolerated the procedure.